Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6) ; product type lead (B)(4).

Event description:
It was reported that the leads and implantable neurostimulator (ins) were completely explanted due to an unknown infection at an unknown location on (B)(6) 2014. The devices were discarded and would reportedly be replaced by a product by the same manufacturer in the future. The patient was described as alive with no injury. It was reportedly unknown if antibiotic treatment was necessary or a culture was taken. Additional information received 12 days later reported that the patient was good and that the infection was resolving. If additional information is received, a supplemental report will be filed.